Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken and there was no image displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the charged coupled device was broken, the resolution was inadequate. Additionally, due to a broken video cable, the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an error on the connector. The issue was found during an unspecified procedure. There were no reports of patient harm.